Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, during a heart transplant, it was reported that at the start of the extracorporeal therapy (ect) the pre-oxygenator (p in) pressure increased to more than 300mmhg with a maximum of 371mmhg anda post-oxygenator (p out) of 148mmhg. The differentiation of the venous and arterial lines was difficult, despite a fio2 (fraction of inspired oxygen) at 60%. The pao2 (partial pressure of oxygen) was correct at 173mmhg, but lower than usual, with lower fio2 recorded during the initial 5-minute gas measurement. It was noted that the starting hematocrit level was not good (above 38%) and this may have contributed to the issue. The use of the device was unknown. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Correction b5: two fusion oxygenator lots were used in this custom tubing pack; 230069684 and 230234748. Correction d4: the exact lot number of the fusion oxygenator is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.